Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and there were no obvious deviations from instructions for use (IFU) identified from review of the cleaning disinfection and sterilization (cds) steps provided by the customer. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). Instructions for use (IFU) states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use (IFU) states the preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.